Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, 61 tubes exhibited abnormal additive form. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 07-mar-2025. H3. Device eval by manufacturer- yes. Investigation summary - bd received five (5) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of additive abnormality was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality based on customer sample analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, 61 tubes exhibited abnormal additive form. No adverse impact was reported regarding the patient or user.